Event description:
It was observed during device evaluation that the colonovideoscope exhibited an e315 error code and did not produce an image due to water invasion into the scope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely damage or deterioration of parts, environment problems such as dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and electrical problems like as signal loss or an open circuit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.